Manufacturer narrative:
No product was returned for evaluation. The ilet logs associated with the event could not be reviewed by the beta bionics failure investigation department as available data end on 2/19/24, prior to the described event date. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the event date, an assignable cause for the event cannot be determined.

Event description:
On 5/3/24 beta bionics was made aware by diabetes clinic that an ilet user experienced diabetic ketoacidosis (dka). The event occurred on 3/7/24. Multiple attempts by beta bionics customer care to contact the user to confirm the event and obtain additional information have been unsuccessful.